Event description:
It was reported to target that during the procedure the spinnaker & catheter was being withdrawn. Upon the catheter withdrawal, the top marker fell off. There was no patient injury and the patient remains well.